Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues when attempting to charge the pump. Reportedly, the battery gauge decreased while plugged into a power source. During a follow-up call, the customer was unsure if the lightning bolt had been observed during the period in which the pump was plugged in. The customer's blood glucose level was 131 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, no further information was provided by the customer.